Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the patient¿s blood glucose on an unspecified date was below 70 mg/dl and above 40 mg/dl with loss of consciousness. It was reported the patient required assistance from a 3rd party and the pump¿s settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. The patient has been unable to be reached after several attempts. This complaint is being reported because the alleged serious health event was related to an alleged pump malfunction of unknown cause.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.